Event description:
The catheter would not bend properly. This was an intra-procedure failure. Our staff tests these catheters prior to handing to the doctors. A new catheter was handed over and the problem was resolved. No harm came to this patient.